Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the safelight lightcable was used, the unit would go into standby mode intermittently throughout the case.